Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported that it was working when first programmed, but now they have dyskinesia and tremors which are slowly getting worse for about three weeks. The ins was reportedly on and okay at the time of the report. There were no falls or procedures related to the issue. Follow-up information was received from the healthcare provider (hcp) reporting that the patient got an infection and the system was explanted. No further patient complications have been reported as a result of this event.